Event description:
It was reported this balloon ruptured following the third inflation during post dilatation of a stent in the iliac artery. Difficulty was encountered during withdrawal of the balloon catheter through the introducer sheath. A surgeon was called to assist in catheter withdrawal. However, continual exertion against resistance resulted in detachment and migration of the balloon material in patient. The patient was transferred to surgery for retrieval of the detached balloon material. The procedure was successfully completed with this device. No patient sequelae resulted from this event. A portion of this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal catheter shaft including the distal balloon bond and a segment of the balloon material was returned. The distal catheter shaft measured 8mm and the attached balloon material displayed a 28mm tear. The balloon material is badly crumpled. A portion of the introducer sheath contained hardened blood and was noted to be cut. It was indicated this device was being used to dilate an iliac stent, which is a non-indicated use of this device. It was also indicated resistance was encountered. Company believes these factors may have contributed to this event. However, company is unable to determine the exact cause for this event at this time.